Event description:
It was reported to medtronic neurosurgery that after implantation of the device, the patient got an infection. According to the report, the device was explanted. The report stated that the patient is now ok.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg and sterilization records showed no anomalies. All of our valves are 100% tested at the time of manufacture.